Event description:
It was reported that during an urinary organ procedure, the device was scissoring from 1st firing. Another device was used to complete the case. There were no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.